Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, 5 firings with the device were successful. At the 6th firing, they connected a cartridge to the adapter, checked the jaws opening/closing and confirmed all indicators were illuminated green. The surgeon inserted the device to cavity, however the display screen was blackout. The surgeon pushed the buttons, however the device did not react at all. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.